Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator procedure set was used during a endometrial ablation procedure performed on the same day, (female patient; age and weight are unknown). During the procedure, 3 minutes into the heating stage, fluid leaked out of and burned the cervix. The burn appeared very white all around the cervix. The physician was not able to complete the procedure, even with a purse stitch around the sheath. The physician treated the patient with silvadene cream and sent the patient home with silvadene cream as well.

Manufacturer narrative:
The device was not returned for evaluation. The most probable root cause was determined to be user error.